Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The infusion sets would stick to him, causing the cannula to bend. The customer also reported that the sensors did not stick to his body. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.